Manufacturer narrative:
Device testing was performed again and it revealed that the device is functioning within normal limits.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed several of the electrical tests performed. The device failed the residual gas analysis test. It is believed that the failure of this implantable cochlear stimulator device was caused by a loss of hermetic seal. This is concluded from the residual gas analysis data. This ultimately caused the device to cease functioning. This older device configuration is no longer manufactured. This is the final report.

Manufacturer narrative:
UDI number: na

Event description:
Advanced bionics was made aware that the recipient suffered a head trauma. After the trauma the recipient began to experience pain and poor performance. External equipment was exchanged and programming adjustments have been made however, the issue was not resolved. The recipient was treated with lidocaine injections however, the recipient continues to experience pain. The recipient continues to be monitored.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The recipient is reportedly doing well with the new device.